Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed which found a worn dso sensor. Functional test was performed during which the pump primed/purged without any problems. The customer's problem was not replicated. The cause of the problem was unknown. The dso sensor was replaced as preventative maintenance and in order to correct the issue.

Event description:
It was reported that there was a purge key out of service. There was unknown patient involvement and unknown patient harm/adverse event reported.